Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive bleeding/general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 186 lbs. Concurrent conditions included morbid obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), abdominal pain upper ("stomach pain"), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding between periods)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), visual impairment ("vision problems"), fatigue ("fatigue"), bladder disorder ("bladder problems "), urinary tract disorder ("urinary problems") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain upper, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, cystitis, urinary tract infection, vaginal infection, alopecia, visual impairment, weight increased, fatigue, bladder disorder, urinary tract disorder and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she had received treatment for- pain, bleeding and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received: new event bladder problems, urinary problems, fatigue, stomach pain were added. New reporter, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive bleeding/general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding between periods)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), alopecia ("hair loss") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, cystitis, urinary tract infection, vaginal infection, alopecia, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she had received treatment for- pain, bleeding and other injuries/symptoms . Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received: event was added- back pain, dysmennorhea, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia(bleeding between periods), bladder infection, uti, vaginal infection, hair loss, vision problems, weight gain. Patient demographic details, reporter and product information was added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (surgery to remove the essure on (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.